Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es failed hardware. The customer mentioned that narcotic medicine zeroed out (missing) after having multiple hardware failure on the drawer. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. A field service engineer tested all drawers and pockets and inspected beneath each pocket and found few foreign objects, which were metallic items. All drawers were tested using the hardware test application, and no faults were detected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es failed hardware. The customer mentioned that narcotic medicine zeroed out (missing) after having multiple hardware failure on the drawer. The customer stated that malfunction caused delay in dispensing the medication to the patient. There were no adverse events or injuries reported based on this incident.